Event description:
A healthcare facility in japan reported on behalf of another healthcare facility via a fisher & paykel (f&p) healthcare field representative that the rt266 infant dual heated evaqua2 breathing circuit failed the pre-use test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated. Section d8: section unticked. Method: the subject rt266 infant ventilator circuit was returned to fisher & paykel (f&p) healthcare for evaluation in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned rt266 infant ventilator circuit identified no notable damage. Leak testing confirmed the presence of a leak. Further inspection of the subject device identified a gap at the duckbill slit, causing the reported leak. Conclusion: the reported leak was confirmed and was due to the damage observed on the duckbill slit of the rt266 infant ventilator circuit. The user instructions that accompany the rt266 infant ventilator circuit state: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - visually inspect breathing sets for damage. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject rt266 infant dual heated evaqua2 breathing circuit to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in japan reported on behalf of another healthcare facility via a fisher & paykel (f&p) healthcare field representative that the rt266 infant dual heated evaqua2 breathing circuit failed the pre-use test. There was no patient involvement as the issue was found whilst the device was not in use on a patient.